Event description:
Boston scientific received information that ten days post implant, this right ventricular defibrillation lead exhibited increased thresholds. An ultrasound was performed and revealed a perforation of the pericardium. A revision procedure was performed; the lead was removed and successfully replaced. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead was received. The clear medical adhesive was observed torn/separated from the eptfe (gore) at the proximal end of the spring electrode and, the proximal spring was stretched at this point. The helix was returned fully extended; physically normal and with no signs of damage. Testing was performed to assess the lead's electrical integrity. Measurements throughout these tests were within normal limits. Laboratory analysis/testing, was unable to confirm the reported clinical observation through returned product testing. No manufacturing irregularities were observed.